Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Pseudoarthrosis.

Event description:
It was reported by a patient that he underwent an anterior cervical disectomy fusion procedure using a plate and screws implanted at c6-7. Sometime post-op, the patient reportedly developed a "large bone spur" that was surgically removed above his plate. Since the surgery to remove the bone spur, the patient has become tired and easily fatigued and just feels awful. The patient's plate and screws are now "failing" and he has motion at the site as seen on x-rays. Reportedly, it was recommended that he needed a new fusion with a posterior approach with rods and wire to stabilize. The patient reported getting a "metallic" taste in his mouth. It was recommended that the patient see an allergist to confirm that the patient has no metal allergies prior to the new instrumentation. The allergist was unable to confirm if the patient has any metal allergies.